Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation, device extrusion, and breast abscess of the implant. During evaluation of the sample it was noticed a tear measuring approximately 0.4 cm on the anterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket, and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis and on (B)(6) 2019 right sided deflation was noted post procedure. The left implant had been previously removed without replacement due extrusion in (B)(6) 2016. On (B)(6) 2019 a drain was placed on the right breast to drain an abscess caused by infection. On (B)(6) 2019 right implant removal with capsulectomy and left sided left capsule removal was advised during a consultation with a physician. On (B)(6) 2019 the procedure was performed without implant replacement.

Manufacturer narrative:
On 5/17/2019 mentor became aware that the patient code infection was erroneously submitted with the initial report submitted on 5/15/2019, and the patient code wound dehiscence was erroneously omitted, as the device was exposed. The patient code abscess was replaced the infection code, as it is more accurate. The mentor failure analysis lab received the device for evaluation on 5/30/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).